Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a high blood glucose (bg) level and went to the emergency room. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was disconnected from the pump and received intravenous insulin drips and saline. The high bg and dka were resolved and the customer was discharged on (B)(6) 2017. As the customer was not with the contact at the time tandem customer technical support (cts) was contacted, additional information was not provided. Cts reviewed the pump data logs and there were no alarms/alerts that would have suspended insulin delivery; the pump was functioning properly per the logs. The logs did show that the customer had entered a high bg level into the pump for a bolus correction. Although requested, the customer did not reply to the requests for more information.